Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device and product damage while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: the following issues were found in syringes (326631) from lot 9337437 before use: hub separation x1 and damaged shield x1.

Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that there is hub separation and a damaged shield. All returned syringes were examined and one sample was returned with the hub-needle/shield assembly separated from the barrel. Also, one sample exhibited a damaged shield. A review of the device history record was completed for batch # 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200863709} noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA # 1630423 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device and product damage while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: the following issues were found in syringes (326631) from lot 9337437 before use: hub separation x1, damaged shield x1.